Event description:
An open reduction internal fixation of the right distal tibia and fibula fractures was being performed. A six hole tubular plate was being applied to the fibula using ao technique. During use of a cannulated screw tap in the most proximal hole, the tap snapped off in the bone shaft and was left in place. Cortical screws were placed in the remaining 5 holes of the six hole plate and fixation was felt to be adequate.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.